Event description:
Event description guidant received information that this implantable lead exhibited pacing impedances that were out-of-range. On fluroscopy the insulation of the lead appeared damaged next to the proximal coil, however when this was examined by the engineers it was decided this was the 'pigtail coil' of the lead and is normal. The physician has elected to monior the impedances as all other lead mesaurements are normal.